Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution phone number - (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was faulty. It was reported that there was no patient involvement at the time the issue was discovered, and there was no delay in therapy reported.